Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a moderately calcified, mildly tortuous lesion, in the mid left anterior descending artery. The 2.25 x 38 mm xience sierra stent delivery system (sds) was advanced and the stent was deployed. A distal edge dissection was noted. The dissection was treated with a 2.0 x 12 mm xience sierra stent. There was no adverse patient sequela. No additional information was provided.